Manufacturer narrative:
Pt info: information unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient is experiencing significant vision problems and poor vision with intraocular lens (iol). The patient reported she had multiple surgeries afterwards to try and correct the problems, but to no avail. No additional information was provided to johnson & johnson surgical vision. Through follow-up, it was learned that the patient's night distance is bad, on-coming headlights are out of focus, and patient complained of dry eyes which she did not have prior to surgery. The patient has been using over-the-counter (otc) eye drops to relieve the dry eyes. The patient had a yttrium aluminum garnet (yag) performed in both eyes (ou) sometime in 2016 after her implants, however, it did not help with her visual issues. Lasik was performed in the left eye only which also did not help with her visual issues. The patient also tried hard contact lenses (cl) which were no help. The lenses remain implanted at this time. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.